Manufacturer narrative:
E1: reporter email was not available. Manufacturer¿s investigation conclusion: the reported event of atypical low voltage alarms was confirmed via analysis of the log files and reproduced during testing of the returned system controller (serial number: (B)(6). The submitted log file and the log file downloaded from the returned controller contained data spanning 2 days on (B)(6) 2024 per the timestamp). The log file captured intermittent low voltage advisory alarms while connected to 14v batteries and power cable disconnect alarms while connected to the mobile power unit (mpu) from 14:40:12 on (B)(6) 2024 to 7:31:11 on (B)(6) 2024 due to the relative state of charge (rsoc) voltage on the black power cable dropping. The driveline was disconnected at 13:20:44 on (B)(6) 2024 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. The returned system controller was tested on a mock circulatory loop and a low voltage advisory alarm on the black power cable was able to be transiently reproduced while connected to 14v batteries. The pump maintained a speed within the expected range without issue during testing. Evaluation of the returned power cables revealed significantly increased resistances on the rsoc wire in both the black and white power cables. The power cables were dissected for further inspection and no damage to the underlying wires was observed; however, a green substance consistent with fluid ingress was observed. No other physical anomalies were observed. The reported event was determined to be due to conductor breakdown of the rsoc wire in both power cables. The root cause of the conductor breakdown could not be conclusively determined through this analysis; however, the observed fluid ingress could have contributed to the degradation of the conductors. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU) section 6 ¿patient care and management¿ and heartmate 3 patient handbook section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having low voltage alarms on both batteries and wall power. Patient reported no damage to power leads or pins. Low voltage alarm occurred when battery reached about 50% when on batteries. Low voltage alarm occurred with both black and white power lead but never at the same time. Patient would be seen in clinic in 2-3 weeks for log files and possible system controller exchange. Log files were submitted for review and confirmed intermittent indications of a weak connection between the batteries and battery clips. The controller was about 5 years old and could have encountered controller power lead cable fatigue.